Manufacturer narrative:
MFR ref no: (B)(4). A device was not retuned to baxter for eval and therefore an eval could not be completed. If a device is returned, an eval will be completed and a supplemental report will be submitted.

Event description:
It was reported an unk number of spectrum pumps had air in line alarms. The customer stated this occurs more frequently with certain fluids, especially with "ivig". It was also reported there was no pt involvement.